Manufacturer narrative:
Two event units were returned for evaluation. Upon inspection, engineering tested both units and replicated the customer experience. The units were disassembled and damage was observed on both scissor blade components. The root cause of the poor cutting experience was likely due to the burrs located along the blades of both devices. Burrs on the blades of the device can occur over time during device usage. The root cause of the power supply remains unknown as both devices were tested and met current specifications. During the manufacturing assembly process, all units are 100% functionally inspected. Applied medical will monitor its vigilance system for trends and take further appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap galle- "there seems to be changes to the scissors: the scissors cut no longer as easy as before. Very stiff. The power supply is no longer as smooth as before. According to doctor the mechanics of the scissors is too sluggish." Patient status- ok.